Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Customer stated the screen would go blank and at times the screen would have a white flashing screen. The screen was not blank during the call. Blood glucose level at the time of the incident was 360 mg/dl. Blood glucose was 600 mg/dl on the day they called. High reading was treated with bolus and/or insulin pen. The customer was advised a replacement battery cap will be sent out. The insulin pump was not returned for analysis.